Manufacturer narrative:
The pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The pump functioned properly during testing. The pump had a stripped battery cap at coin slot, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their pump and low blood glucose levels. The customer states they cannot remove the battery cap. The customer's blood glucose level was 50mg/dl. The customer treated the low with juice and oatmeal. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.